Event description:
It was reported that post-paced t-wave oversensing and loss of capture was observed on the device. The patient is not pacemaker dependent and experienced no consequences due to the loss of capture. Abbott technical support recommended reprogramming to resolve the event, however, no intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.